Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-00306. It was reported a pericardial effusion occurred. The patient was underwent a left atrial appendage (laa) closure procedure. The watchman access system (was) was used with a 27mm watchman laa closure device & delivery system. The closure device was deployed and released. Several hours post procedure, the patient presented with chest pain and tachycardia. The patient was brought back to the cath lab and pericardial effusion was observed. Pericardiocentesis was performed; 650 milliliters of fluid was removed. The patient was stable and discharge to home was planned for the following day. No further patient complications were reported.